Manufacturer narrative:
Continuation of d10) section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site experienced an alleged inaccuracy while in surgery. The surgeon re-registered the patient, did the septoplasty, and then moved to using navigation. At this point, they felt off by 4 millimeters (mm) laterally. They re-registered the patient and felt confident moving forward with the surgery. There was no impact to patient's outcome and there was no surgical delay time.

Manufacturer narrative:
H2, h3: a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) software data was received for analysis. In summary, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Logs recorded that the site did couple of trace registrations on the reported date with an accuracy metric of 1.27 and 1.26 millimeters (mm) respectively, but did not provide the root case of the inaccuracy. Archives were noted to be unavailable and those were needed to check the registration patterns followed. Previously reported codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.